Manufacturer narrative:
On 29-may-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. The report indicated that during a right-sided idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced no blood pressure, patient¿s face/skin was pale, and pericardial effusion unable to confirm with ice (intracardiac echocardiography) due to poor image quality but confirmed with echo (echocardiography). A pericardiocentesis was performed to drain the fluid out, and the patient was taken to the or (operating room) to have the pericardial effusion stitched/closed. The patient was informed that they had to open the chest in the or in order to stitch the rvot. The last known status of the patient was stable, but it was unknown. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31549238l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was caused by the patient's cough and movement while he was ablating. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during a right-sided idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced no blood pressure, patient¿s face/skin was pale, and pericardial effusion unable to confirm with ice (intracardiac echocardiography) due to poor image quality but confirmed with echo (echocardiography). A pericardiocentesis was performed to drain the fluid out, and the patient was taken to the or (operating room) to have the pericardial effusion stitched/closed. The patient was informed that they had to open the chest in the or in order to stitch the rvot. The last known status of the patient was stable, but it was unknown. The pericardial effusion was caused by the patient coughing while ablating the rvot (right ventricular outflow tract), and the physician mentioned that it was not a light cough but a very big cough that caused the patient to move toward the catheter. They stopped ablating after the patient coughed and came back on ablation until they noticed the discoloration of the patient's skin, then stopped ablating. The physician¿s opinion on the cause of this adverse event was caused by the patient's cough and movement while he was ablating. The outcome of the adverse event was improved, and 4 stitches were used to close the pe (pericardial effusion). The patient was stable. It is unknown if the patient required extended hospitalization, and the patient was taken to or to close the pe, and in stable condition. During the procedure, the catheter exchanges occurred once from optrell to stsf. No transseptal puncture site was performed during the procedure. Number of performed ablations were 2, and none in pv (pulmonary vein). No ablation outside the pv¿s. No evidence of steam pop. The flow settings used for irrigated catheter was the recommended settings. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features use was dashboard, vector and visitag, and visitag module used was range 3mm; time2.5 sec, fot 25%, and tag size 3. No additional filter was used with the visitag, and color options used was other and tag index.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).